Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no lock. The recipient is presenting with no sound. Programming adjustments were made and external equipment was exchanged, however, the issue did not resolve.